Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion 6f spb3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that prior to the procedure to pre-dilate a concentric, moderately calcified, 75% stenosed, de novo lesion in the mildly tortuous proximal left anterior descending (lad) coronary artery, a 2.25x12 traveler rx balloon dilatation catheter (bdc) was soaked in saline and prepped with air aspiration performed outside of patient anatomy. The bdc was then advanced and crossed the lesion without resistance. During the 2nd inflation, the balloon ruptured at 10 atmospheres after 20 seconds. The traveler rx bdc was withdrawn without resistance. A non-abbott bdc was used to perform pre-dilatation without issue and the procedure was successfully completed via placement of a 2.5x18 xience stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.